Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient reported that starting last summer, probably (B)(6) 2019, he has been getting shocked from his ins. Patient could not recall what he was doing at that time when he first experienced the shocking sensation. He didn't get another shock until around christmas time and stated that he has been shocked a couple times since then. Last week he was shocked 3 or 4 times. Patient stated he had a fall maybe last spring. Patient feels the shocking sensation may be related to positional movement because they noticed that one time when he was shocked he was turning over in bed. Patient also reported that it feels like it's sore underneath it (the ins). His insprovides good therapy relief for him and works really well. Patient has a bed sore that he got from an unrelated surgery and stated that he has unrelated wounds on legs. If he increases stimulation high enough his ins will help with his bed sore, even though the ins is not intended for this. D ue to increasing his stimulation he charges every two or three weeks. Patient did not want to decrease stim or turn off ins because his ins is helping so well with his pain. Patient confirmed that the ins is helping the area/pain it is intended to help. Patient was redirected to their hcp to discuss symptoms/check ins. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient saw a manufacturer representative the week prior to (B)(6) 2020 for reprogramming. The manufacturer representative was able to program around the shocking and fixed it. When the patient got home, he realized that the manufacturer representative put on three programs, but he only has access to changing the voltage but not the pulse rate and width. The patient wants access to all the parameters to control his pain. The patient was in pain at the time of the report. There were no further complications reported.